Event description:
During an unspecified procedure, the suture broke. The surgeon applied another suture to complete the procedure. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
Device evaluation indicated and codes entered in h3 and h6.